Manufacturer narrative:
(B)(4). The catalog number provided is the us list number for the 15fr abbvie peg and the number in the unique identifier field is the 20fr abbvie peg. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing in the united states, 15fr or 20fr. The catalog number is list number 062910-001 - 15fr abbvie peg and the (B)(4) - 20fr abbvie peg. The 510k number selected applies to both possible numbers. These are the same as the international list numbers (B)(4) for the 15fr or 20fr peg tubes respectively. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Buried bumper syndrome is a known complication of a peg tube placement, is associated with daily tube care, and is not an indication of device malfunction. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (carbidopa and levodopa enteral suspension). Review of the abbvie peg and j design and use fmeas identified that excessive tension between the internal and external bumpers could potentially contribute to buried bumper syndrome. The abbvie peg instructions for use (IFU) indicate the following: stoma and tube care once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). Then pull the abbvie peg tube gently until resistance is felt, place the fixation plate back and fix in position with 0.5-1cm of room. The abbvie peg and j risk management report documents buried bumper syndrome as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, occurrences are attributed to not adhering to daily care procedures, and the benefits of the duopa system outweigh the risks of buried bumper syndrome. The report also cites a literature reference indicating typical buried bumper syndrome rates. ¿buried bumper syndrome (internal gastric bumper eroded into or through the gastric wall) occurs in 0.3% to 2.4% of patients with gastrostomy.¿(1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Additionally, abbvie reviewed historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A nurse reported that a patient in (B)(6) had the beginning of a buried bumper 6 weeks ago. The patient had a gastroscopy and the tube was loosened. The patient is now feeling well.